Event description:
Information was received that reported a patient had been hospitalized in 2006, due to hyperglycemia. Reportedly, when the patient was admitted, her blood glucose was 695mg/dl. At the hospital, the patient was treated with insulin via IV, also they performed a white blood count, and an EKG. The reporter did not want to share why the EKG was performed, but did say that her wbc count was "high." The device will be returned for evaluation; to ensure that it is functioning correctly, and did not contribute to the reported incident.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.